Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient lost stimulation coverage on their left arm. The rep ran an impedance check and connectivity lead check. There were high impedances on the 0-7 lead and connectivity issues with the lead connectivity test. Contacts 1-7 with reference contact 0 showed do not use with impedances of 40000 ohms. The patient had their ins replaced. The rep had the ins and would return it for analysis. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #pending rpa. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) was received for analysis on (B)(6) 2018.

Manufacturer narrative:
Analysis of the ins found that the ins passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to #0} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.